Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 4 years after primary total knee replacement the insert fixation screw got loose in the joint. Screw immediate removal and replacement is strongly recommended. No consequence is expected if no articular surface damage is visible. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 06 november 2018: lot 134298: (B)(4) items manufactured and released on 27-nov-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 4 years and a half after primary. The surgeon determined that the screw backed out of the poly (right knee). The surgeon removed the screw. The surgery was completed successfully.